Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation was not able to be adjusted. It was stated the reporter could "turn it on and off," referring to the programmer, "but the battery did not come on." The battery in the programmer was known to be good. It was noted that the implantable neurostimulator (ins) seemed to have "gone out." It was further stated the patient was "miserable" and in pain. In addition, that patient's head had been shaking for three days. No known accident or incident was reported in relation to this complaint. It was further reported the ins was going to be interrogated the following thursday, as of the date of this report. The ins was then going to be replaced on that friday. The device was not read because of the plan of action set in place to replace the device. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7482a51, serial #(B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v138835, implanted: (B)(6) 2008, product type lead; product ID *unkn-ld, serial # (B)(4), implanted: (B)(6) 2004, product type lead; product ID *unkext, serial # (B)(4), implanted: (B)(6) 2004, product type lead. (B)(4).